Event description:
It was reported a balloon burst on the second inflation at eleven atmospheres during a superficial femoral angioplasty procedure of a heavily calcified lesion via an ipsilateral approach. Another balloon catheter was used to successfully complete the procedure without pt complications. This device was rec'd evaluated and retained by this MFR. The engineering eval indicated a blood like foreign matter in the balloon. The balloon could not be inflated. Microscopic examination could not confirm the location of the leak, based on the condition of the device, however, the presence of foreign matter in the balloon indicates a balloon leak. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Follow up revealed this device had exceeded its expiration date and the balloon was used in a heavily calcified lesion. The co believes these factors may have contributed to this event and do not attribute it to the device. The co's directions for use state: "balloon rupture at lower pressure may occur in strictures exhibiting sharp points due to calcified material or staples...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."